Manufacturer narrative:
Voluntary medwatch mw5145573 was received 26sep2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states the second generation centrimag primary console malfunctioned resulting in no flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a blank flow could not be confirmed. Multiple attempts were made to determine if the centrimag console would be returned for analysis; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the centrimag console was not reported with the event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3003306248-2023-05071.